Manufacturer narrative:
Internal report reference number: (B)(4). Control solution was not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the true metrix level one control solution. Son is calling on behalf of the customer. Son stated that he had administered one drop of control solution into each of the customer's eyes. Customer currently had some redness in both of her eyes. No medical attention was reported. The control solution is expired: manufacturer¿s expiration date is 02/28/2021.

Manufacturer narrative:
Sections with additional information as of 04-oct-2022: control solution was not returned for evaluation. Added most likely underlying root cause onto case. No strip lot number provided. Unable to perform retention testing most likely underlying root cause: mlc-009: use error caused or contributed to event corrected sections as of: 04-oct-2022. H10: internal report reference number corrected: from (B)(4).